Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump was exposed to the medication. No patient injury was reported.

Manufacturer narrative:
Other text: no product was returned. The investigation determined the most probable cause to be leaking in the tubing or a leaking cassette, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. With no indication of a manufacturing defect found during the investigation, no device history review was performed. Per service history review this device had not been in for service in the previous year and there was no indication or evidence provided in the complaint of a service issue.